Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain and other non-malignant pain. It was reported that the patient had been admitted to the hospital and that the healthcare provider's (hcp) were 90% sure that the pump had failed. No symptoms were reported. A device manufacturer representative was requested to interrogate the pump. No further complications have been reported as a result of this event.